Event description:
It was reported that during a routine clinic visit it was determined that the left ventricular (lv) lead thresholds were elevated. A chest x-ray revealed that the lead had dislodged and the physician decided to place an epicardial lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6725 adaptor, implanted: (B)(6) 2014. A 6944 lead, implanted: (B)(6) 2014, (B)(4).